Manufacturer narrative:
B3: the exact date of event is unknown (1 or 2 days after the procedure), therefore, july 17, 2024 is marked as the date of event. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: neurologic damage, local or systematic (e.g. Stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an emergent endovascular treatment for a ruptured acute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag). A tgmr313120j was deployed in zone 3 with its partial uncovered stent (pus) intentionally covering the left subclavian artery. Primary entry tear was covered at this point; however, the angiography indicated a flow to false lumen from the distal re-entry tear. As there was a risk of spinal cord ischemia (sci), the physician decided not to further extend the stent graft distally. The procedure was completed, and the patient had since been monitored. It was reported that the patient suffered from paraplegia soon after (1 or 2 days after) the initial procedure and underwent rehabilitation. The patient status was not reported.